Event description:
During service the device had failure code 570:320:844:000. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.